Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a solid white screen with a notification light continuously beeping. The patient's blood glucose at the time of incident was 13.1 mmol/l. Prior to the display anomaly, the patient dropped the insulin pump during a set change. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constant beeping due to vertical cracked lcd controller. The insulin pump had minor scratched lcd window.